Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and there were no issues noted. Functional testing was completed which included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample was ran on the homechoice machine). The device passed all functional testing. The reported event could not be verified and the device met product specifications related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain seven of seven in peritoneal dialysis. The patient was connected at the time of the alarm. The care giver stated that the patient line completely primed before the patient connected to homechoice, the patient disconnected during therapy but proper procedures were performed. The technical service representative had the care giver cycle the power on the homechoice to clear the alarm and advance the device to press go to start. The care giver will follow proper end of therapy procedures. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.